Event description:
It was reported that during implant of artificial cervical disc, the superior lock screw would not engage into the implant. The surgeon removed the implant and was still unable to start the lock screw while the implant was outside of the patient. The surgeon then decided to use another implant. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.

Manufacturer narrative:
Optical examination of the associated lock screws identified significant damage to the first and second lock screw threads, consistent with misalignment of the lock screws and implant threaded hole. Functional evaluation of the implant threaded hole with the returned lock screws confirmed the inability to fully engage lock screws. Functional evaluation of the implant threaded hole with a sample lock screw identified no issues with full engagement of the sample screw. After optical examination functional evaluation with complaint returned product and comparison sample, the above observations, are consistent with misalignment of the screw and implant.